Manufacturer narrative:
Device received with missing segments or partial display due to bleeding lcd glass. Unable to perform any tests due to lcd physical damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there was black inked spot on insulin pump screen that spreading a quarter of an inch long. The blood glucose level was 99 mg/dl. The troubleshooting was performed. The customer was advised to discontinue the use of the insulin pump and revert to back up plan. The pump being returned for analysis.